Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model: micra-delsys, expiration date: 14-aug-2020, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no, dev rtn to MFR? No. Mfg date: 26-feb-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately after the implant procedure, the leadless implantable pulse generator (ipg) exhibited rising thresholds, high thresholds and pacing failure. It was further reported that only one tine of the leadless ipg was engaged after the tether was cut during the implant procedure. It was also reported that the device moved slightly due to insufficient engagement of tines on the myocardium. The leadless ipg was removed and replaced with a transvenous ipg system. No patient complications have been reported as a result of this event.